Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that during a procedure to treat an acute myocardial infarction (ami) case, a 3.0 x 15 mm rx vision stent delivery system (sds) was delivered; however, at the first inflation, the sds balloon ruptured at 10 atm. A nc memory balloon catheter was used for post-dilatation. Reportedly, the procedure was completed with no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
Results: product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Eval summary: qa analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen, in the inflation lumen and on the balloon. There was contrast in the inflation lumen. The stent implant was not returned. The balloon had been inflated and was loosely folded. There were crimp marks on the balloon between the markers. There was no damage noted to the sds. A new indeflator filled with water was used to attempt to pressurize the balloon when fluid leaked out a longitudinal rupture in the proximal end of the balloon. The rupture was located above the proximal balloon marker and under the balloon fold. The rupture was 6 mm in length distal to the proximal taper of the balloon. There were scratches in the balloon for a length of 1 mm distal to the distal edge of the rupture. The balloon catheter was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering has not completed their investigation at this time. Results and conclusion will be forwarded upon completion.